Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was difficult to open and close. The customer continued with a backup force bipolar. No fragment fell inside the patient. No known impact or patient consequence was reported. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The issue did not occur after a system fault and there was no tissue stuck on the jaws. There was no unexpected tissue removal and no bleeding observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip causing a misalignment of the grips. There was a 0.046 offset at the tips. The grips do not have any cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.